Event description:
It was reported that the right ventricular lead dislodgement one day post implant and high outputs were noted. The lead was explanted, replaced, and programmed to a high output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).